Event description:
It was reported that during a right lower leg angioplasty procedure, the balloon catheter froze on another manufacturer's guide wire. The moderately tortuous lesion was located in an unspecified lower leg. Vascular access was obtained through the femoral artery. Upon attempting to withdraw the sterling es mr 2.5mm x 40mm x 146cm, significant resistance was encountered, the balloon catheter got stuck on the 0.014 guide wire and the balloon catheter buckled. The balloon catheter was removed without incident. The procedure was successfully completed with a symmetry balloon catheter. No patient injuries or complications were reported. The patient's status was reported as "ok."